Event description:
Covidien rec'd info stating that an 840 ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and found the ventilator had a graphic user interface (gui) timeout error message along with breath delivery unit (bdu) communication error codes. The cse replaced the bdu printed circuit board (pcb) and the analog interface (ai) pcb. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).